Event description:
It was reported the unit stopped working.

Manufacturer narrative:
It was reported the cord near the switch sparked. Examination of the unit revealed a break in the cord at the entrance to the strain relief area near the switch. The break prevents the wires in the cord from making continuous contact and could possibly expose bare wires when the cord is bent. The failure may be a result of misuse or failure to follow instructions on the part of the consumer by subjecting the cord to excessive bending. Considering the age of the unit, the cut must have been caused by an excessive bending force applied to the cord at the switch. Although users are instructed not to bend the cord near the switch, we are taking appropriate action to make the design more robust by initiating a CAPA project (pipe # (B)(4)) to prevent this failure from recurring.